Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found normal battery depletion; the analyst noted that the device was implanted for 11 years, with no patient follow-up for the last 7 years. Nominal longevity settings with minimal pacing show the device would have used up expected longevity in 7 years.

Event description:
It was reported that the patient believed the device was sounding alarm tones every day for seven years, and then they stopped. The physician could not interrogate the device. It was also reported that the patient had symptomatic ventricular tachycardia episodes and often felt dizzy. The device was explanted and replaced. Two days later, there was high svc impedance greater than 200 ohms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.